Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer loaded the clip into the large hem-o-lok clip applier instrument with a little difficulty as far as getting the clip to load correctly. The customer inserted the instrument into the trocar without issue. When the surgeon went to place the clip on the vessel, the clip would not close adequately. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing appeared out of the ordinary besides the clip was slightly difficult to load. Visual inspection revealed that the instrument appeared to be fine. The clip applier issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon experienced an issue related to unsuccessful clip application (e. G. Incomplete closure of clip). The type of clips was a large hem-o-lok. The surgeon used a large clip on the vessel or structure. The issue occurred on the first application. The customer used backup instrument to resolve the issue. The procedure was completed with no reported injury. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was requested to be returned for failure analysis testing. However, as of the date of this report, the instrument has not yet been received.